Manufacturer narrative:
Bec cts (customer technical support) generated a service request and a field service engineer (fse) went on-site (B)(4) 2011. Fse replaced tubes under valve v12 in the hydro area and also replaced a quick connect barbed fitting due to breakage. The instrument was primed and qc was tested with no issues noted and repair was verified per established procedures. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting that they received a message that the wash concentrate reservoir in the synchron lxi 725 clinical system was not filling. The customer opened the hydropneumatic area and fluid was observed along the bottom. The customer was unable to locate the source of the leak. The wash concentrate canister and wash solution canister were checked and they were both full. The customer cleaned the spill wearing ppe (personal protective equipment) consisting of lab coat, gloves and glasses. No injury was reported, medical attention was not sought and no erroneous results were generated.